Event description:
It was reported the device sense light was not working. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Interconnect flex is out of mechanical specification (routed in correctly). Three control knobs contaminated. Upper and lower cases broken.